Manufacturer narrative:
An outside of united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed tacrolimus (tac) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed tacrolimus (tac) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was not reported to the physician. The sample was reprocessed on the same system. A higher result, considered correct, was obtained and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed tacrolimus (tac) patient result.

Manufacturer narrative:
Additional information (10-may-2022): siemens headquarters support center (hsc) concluded the investigation of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The resolution was a repair for sample mixing. The cse replaced the sampler ultrasonics which resolved the issue. Repeat of the same sample yielded expected results. A potential systemic product issue was not identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. Initial MDR 2517506-2022-00085 was filed on 20-apr-2022. Section h6 has been updated to reflect the hsc investigation.